Manufacturer narrative:
(B)(4). This report was not confirmed. Based on the information gathered during baxter?s investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. Per initial information the patient did disconnect prior to the alarm and then reconnected. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer reported to baxter afterhours a system error (se) 2240 alarm during drain 3 of 4. The patient was connected to the machine. The patient disconnected prior to the alarm and then reconnected. The technical service representative (tsr) assisted the customer to cycle power to clear the alarm. The tsr explained the se 2240 alarm indicated air entered the set up. The tsr advised the patient to report incident to her nurse and to finish therapy manually. No clinical consequences or medical intervention for the patient were reported.

Manufacturer narrative:
(B)(4). This report is an allegation against the cassette; however, since the product code is unknown, there will not be a 510k number provided. Should additional information become available, a follow up MDR will be sent.